Event description:
It was reported moisture in the insulin pump. Allowed the insulin pump to dry and a new battery was installed. It was stated that after a while the arrow button, vibrate and beep functions were not working. It was also stated that the display was blur. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.